Event description:
It was reported that a device alarmed for a system error 322. There was no patient incident reported.

Manufacturer narrative:
(B)(4). Baxter has not rec'd this device. A supplemental MDR will be submitted if the device returns to baxter or evaluation or service.